Event description:
This is a spontaneous report by a nurse from (B)(6) of constipation and peritonitis in a patient following the administration of peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced constipation. On (B)(6) 2010, the patient experienced peritonitis. Per the reporter, the patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient received loading doses of vancomycin 1 gm ip and ceftazidime 1 gm ip. On the same day, the patient also began treatment with amikacin 100 mg ip once daily, heparin 2 ml ip once daily, and ceftazidime 250 mg ip once daily. The patient was recovering from the peritonitis. The outcome for the event of constipation was not reported. Remedial treatment with amikacin, heparin, and ceftazidime was ongoing. Dianeal therapy was ongoing. The reporter believed that the event of peritonitis was not related to dianeal therapy. The reporter did not provide an opinion of causality for the event of constipation. The reporter believed the cause of the peritonitis was constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.